Event description:
Same case as 2134265-2012-03688 and 2134265-2012-03689. It was reported that post stenting treatment procedure, patient complications occurred. The stenotic lesion being treated was located in the renal artery. The physician advanced a 300cm.8cm v-18 guide wire and a 5.0-2.0/3.1t/153 ultra-soft sv balloon to the lesion and predilated the lesion. The physician then successfully implanted a 6.0x18x150cm express vascular sd stent and an angiogram showed that the blood flow was unobstructed. After the procedure, the patient had a backache, pale face, cold clammy skin and low blood pressure. Color doppler ultrasound revealed peritoneal fluid and a renal subcapsular hematoma. The patient was sent to ICU. A left renal arterial embolization was performed. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).